Manufacturer narrative:
The following fields were updated due to additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: d4. Medical device lot #: 2202913. D4. Medical device expiration date: 30-jun-2027. H4. Device manufacture date: 21-jul-2022.

Event description:
It was reported that 5 bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: good afternoon this is a follow up to a "closure letter" we received to a batch of needles that have been clogging or not allowing vaccine to be administered. Since the letter I have a cup of 5 more needles that have the same issue.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B.3. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that 5 bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: good afternoon this is a follow up to a "closure letter" we received to a batch of needles that have been clogging or not allowing vaccine to be administered. Since the letter I have a cup of 5 more needles that have the same issue.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 09-jun-2023. H.6. Investigation summary: thirty-six samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Nine samples expelled the solution with a normal flow. Twenty-seven samples did not expel the solution; these needles are clogged. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 5 bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: good afternoon this is a follow up to a "closure letter" we received to a batch of needles that have been clogging or not allowing vaccine to be administered. Since the letter I have a cup of 5 more needles that have the same issue.